Manufacturer narrative:
Date sent to FDA: 07/09/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/27/2021. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery, lysis of adhesions, partial omentectomy and removal surgery on (B)(6) 2019 during which the surgeon noted ¿there was omentum and bowel stuck to the abdominal wall. There was some swiss cheese type hernias in that area so he had to connect all of the hernias to make one defect.¿ it was reported that the patient experienced constant vomiting, diarrhea and stomach pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional b5 narrative: it was reported by an attorney that the patient underwent hernia repair surgery on (B)(6)2017 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 11/15/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 due to disintegration, entanglement and malfunction. It was reported that the patient experienced an unknown event. No additional information was provided.